Manufacturer narrative:
Corrected data: d. Suspect medical device, d4 - additional device information, d6a - date of implant, d6b - date of explant.

Event description:
Additional information received identified that there were no known allegations of deficiency against the device.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.